Event description:
It was reported that impedances >40,000 ohms had been seen on some electrode pairs in several patients, it was unknown how many patients had this problem. In all the cases, the ipg (implantable pulse generator) had been explanted, the extension withdrawn and cleaned, re-implanted, impedance checked and all contacts were within normal limits. Six days later it was reported that the patients were receiving effective therapy after extension/ipg connection had been removed and reseated during a surgical procedure. For the information on another patient with the similar problem, see manufacturer report #3004209178-2013-17367. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown. Product type: extension: product ID neu _unknown_lead, lot# unknown. Product type: lead. (B)(4).

Event description:
Additional information has been received. It was reported the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2012 due to end of life. Impedances were tested intraoperatively after replacement and were found to be within normal range. The next day, the case to 0 contact connections was >40,000. It was reported, many months later, the #2 contact impedance began to rise and by july it was at 5676 ohms when tested at 3.0v. On (B)(6) 2013 the patient went to the operating room (or), the ins was "disconnected from the extension cable, prongs wiped off with a dry gauze, and then reconnected." Impedances were tested and found within normal range. It was noted physician experienced similar issues with six total patients. See mfg. Report #'s 3004209178-2013-20287, 3007566237-20 13-03698, 3007566237-2013-03707, 3004209178-2013-17367, and 3007566237-2013-03214 regarding additional patients.